Event description:
It was reported that the arctic sun device fluid delivery line (fdl) valves middle set were about 1 psi off from -7.0. Per wo notes, it was determined that the device had a weak circulation pump and was due for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. It was determined that the device has a weak circulation pump and is due for 2000-hour service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device fluid delivery line (fdl) valves middle set were about 1 psi off from -7.0. Per work order notes, it was determined that the device had a weak circulation pump and was due for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.